Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including testing using pediatric pads and test accessories without duplicating the report. The device was recertified and returned to the customer. Review of device logs does not confirm the customer's report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 1-year-old patient (gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.